Event description:
Additional information received reported that a lead revision was performed on (B)(6). The right epidural lead was left alone as it was working fine. The left epidural lead was replaced and the patient had good coverage. Both of the patient¿s quad leads were replaced with good coverage. The extension that was attached to the quad lead was replaced and they kept one attached to the epidural leads. The existing implantable neurostimulator (ins) was kept. The patient had good coverage post-operatively, was receiving effective therapy, and was doing fine at that time.

Event description:
It was reported that the patient complained of increased lower back pain (lbp) and less than 50% therapy relief from their implantable neurostimulator (ins). Impedance testing showed electrodes #3, 7, and 13 through 15 had out of range values of >10,000 ohms. Electrodes 0-3 were on the right subcutaneous lead, and electrodes 4-7 were on the left subcutaneous lead. It was also noted that electrodes 8-11 were for the right leg and 12-15 for the left leg. Reprograming was attempted on electrodes 0-2 and 4-6 which produced a "needle-like stim" especially with any combination with electrode 2. The only good coverage that could be obtained was below the patient's painful area. The patient was given a new group for them to try but on follow up on (B)(6) 2015 no improvement in coverage could be achieved. A revision was discussed but nothing was planned as of yet. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 3487a-56, lot# va048dn, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-33, lot# va04m3g, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# va01wbl, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-56 lot# va02nnp, implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).